Event description:
A facility reported particulates were noted under the microscope when product was used during surgery. The surgeon attempted to remove the particulates during the initial procedure. The patient had blurry vision, pain and "toxic shock syndrome" following surgery. On the first day following surgery, the anterior chamber was irrigated and hypopyon was washed from the eye; medications were administered into the anterior chamber and the patient was hospitalized. Aqueous and vitreous cultures were taken. Culture results are unknown at this time. The patient's outcome and prognosis were reported as "good". Additional information has been requested.

Manufacturer narrative:
Batch record review indicates product met release criteria. There have been no other complaints reported in this lot number. The returned sample and a retention sample from the same batch of product were tested; products were within specifications for color and clarity. Additional tests could not be performed due to volume of product returned. Additional information was requested. (B) (4)